Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 18 events were previously reported during the reporting quarter; however, 2 events were reported in error. 16 previously reported events are included in this follow-up record. Product return status: 16 devices were received.

Event description:
This report summarizes 16 malfunction events in which the device had a component detach. 13 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 18 events were reported for this quarter. Product return status 15 devices were received. 3 device investigation types have not yet been determined. Additional information 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device had a component detach. - 16 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.